Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture on (B)(6) 2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, a crease was observed on anterior and extending to posterior aspect. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number ip-00523726. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with (right) 475cc mentor memorygel breast implant and a (left) 500cc mentor memorygel breast implant, suffered bilateral capsual contracture; baker grade IV, post-operatively. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2019: (left) 475cc mentor memorygel breast implant catalog: 3504754bc lot: 7720292 sn: (B)(4) and (right) 475cc mentor memorygel breast implant catalog: 3504754bc lot: 7720292 sn: (B)(4). This medwatch form is for the right breast prosthesis. This report contains supplemental information for mentor psr reference number ip-00523726.